Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. No device lot history information was submitted. Therefore, no lot history record review was performed for this 18f manta device. Based on the information submitted, while the physician was deploying a 18f manta, pulling back to tension, and releasing the anchor, the device completely pulled out of the vessel. Bleeding was controlled and a second device was deployed 2cm deeper than the first device with no complication, hemostasis was successful. The root cause of the total pull out of the manta device is possibly due to the puncture location depth being incorrect or the depth did not align properly. However, due to lack of information submitted regarding the procedures and patient conditions, the root cause of the complete pull out cannot be determined. The IFU was reviewed and precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the assessment of the amount of bleeding, use compression, balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
As reported: upon anchor deployment and subsequent pull back to desired tension, all the components including the anchor came completely out of the arteriotomy and tissue tract. Since there was still wire access they were able to control the bleeding, open up a 2nd manta device. They advanced the 2nd manta device over the wire and deployed the anchor approx. 2cm deeper than the first. Closure and hemostasis was achieved as expected with the 2nd manta device. No further details were discussed.

Manufacturer narrative:
An investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.